Event description:
Pulsar caused interference with other radio frequency machines.

Manufacturer narrative:
(B)(4). Product scheduled for return but not received by manufacturer for inspection. Eval: results: product scheduled for return but not received by manufacturer for inspection. Eval: conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.